Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01796. It was reported the patient was no longer receiving effective stimulation and leads showed high impedances. The patient underwent surgical intervention on (B)(6) 2016 and during the procedure it was determined both leads were fractured, thus both leads were removed and replaced. The patient is receiving effective stimulation and issue has been resolved.